Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The motor stall following MRI occurred on (B)(6) 2016 at 09:02 and recovered on (B)(6) 2016 at 09:53.

Event description:
Information was received from a health care provider via a product surveillance registry regarding a patient who was receiving 6.5 mg/ml dilaudid at 0.0831 mg/hr, 1,500 mcg/ml compounded baclofen at 19.2 mcg/hr, 30 mg/ml bupivacaine at 0.383 mg/hr, and 750 mcg/ml clonidine at 9.58 mcg/hr via an implantable pump in flex mode for non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2016, the patient had a MRI. Device interrogation revealed a pump motor stall and recovery secondary to the MRI. No patient symptoms were reported. No interventions were taken. The event resolved without sequelae (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.